Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen went blank after receiving a replace battery alarm. The reporter tried 4 different energizer ultimate lithium batteries and the screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the complaint could not be confirmed or duplicated on investigation. The display was clear and legible.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.